Event description:
It was reported the pt is not receiving effective stimulation on the right side of her body. X-rays confirmed the scs lead has migrated. The pt is consulting with the physician about a possible revision.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.